Manufacturer narrative:
The investigation for the low pump flow has been completed. The returned product was inspected and biomaterial was observed around the impeller. The pump was run in the lab after clearing and the low pump flow issue did not reproduce. The data logs do not show any motor current spikes but show suction alarms as reported. The root cause of low pump flow was determined to be biomaterial.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the patient developed a hematoma and experienced some numbness around their impella 5.5 access site. No intervention was required and support with the implanted pump was maintained. Roughly 17 days into support, the pump began to experience suction issues. Volume was given and the device was repositioned, but the issue persisted. As the patient was beginning to become overloaded, additional volume could not be added and the decision was made to explant the pump. Upon removal, biomaterial was seen in the outlet of the pump. The patient survived the event.